Event description:
I used huggies brand simply clean baby wipes to remove makeup on a saturday night when I awoke sunday morning, my eyelids and edges of my lips were burned and swollen. The product did not burn as I was removing the make up. I have used baby wipes of all kinds for this use and never had an adverse reaction. This was the first time I used the simply clean kind. I discontinued use. To date, I still have redness and now scaling in the eye and lip areas. I did report this to kimberly clarke and sent them a sample. Thank you. You may give my contact info to the mfg, as I have already done that.